Manufacturer narrative:
The pen needle was evaluated and found to have the needle broke at the base of the unit. Microscopic analysis was performed and revealed that the needle was exposed to excessive bending and restraightening by the user., which then caused the needle to break off. Section f for distributor does not need to be filled out. The event was reported directly.

Event description:
A nurse injected a growth hormone into a pt using a pen and co's pen needle. The pen needle broke off and had to be surgically removed from the pt. The surgery was performed at the hospital the pt was receiving his injection.